Event description:
N/a

Manufacturer narrative:
Additional information: UDI information: (B)(4). This MDR is a duplicate of mfg report number 1226348-2019-00404 and 1226348-2019-00405. A sample was received from the reporter in the original packaging but not applicable to reported event. The sample for the reported event according to the reporter was discarded. If new information becomes relevant, the report will be updated accordingly.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a pair of versatru forcep was sticking and charring.